Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician was unable to hear the click of the torque wrench while securing the right ventricular (rv) lead to the implantable pulse generator (ipg). The setscrew may have been stripped by the physician. All lead testing produced normal results. The physician was unable to remove the lead from the header to try and reconnect them. The ipg and lead remain in use. No patient complications have been reported as a result of this event.